Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s: 1627487-2012-00038 and 1627487-2012-00039. The pt's (B)(6) scs system includes four percutaneous leads from three different lots. It was reported the pt is experiencing discomfort at one of the leads sites. No signs of infection are visible following an examination by the physician; as such, no cultures were taken. The physician suspects the pt is experiencing a reaction to the sutures used to close the wound. In an effort to resolve this matter, antibiotics were administered to the pt.